Event description:
Pt was ventilator dependent. Family enrolled him in hospice care for terminal wean. While on the hospice inpatient unit a hole developed in the vent tubing causing failure to oxygenate patient. FDA safety report ID # (B)(4).